Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It was reported that the patient expired, however per the customer¿s opinion there were other clinical factors outside of the infection that led to death. The date of death is unknown and no further information is available.

Manufacturer narrative:
It was reported that during use of this vamp system in an arterial line, an infection of enterococcus faecium was noted in the venous and arterial line. The central line culture was negative. The doctor cultured the arterial lines to confirm that the blood cultures and arterial lines matched. The customer¿s opinion is that the infection is happening through the z-site, where blood is drawn from the arterial line. Per a hospital investigation, the clinicians were not swabbing the z-site for the appropriate amount of time before drawing the blood from the sample site. The device was discarded at the hospital. Follow up attempts were made for information on patient demographics and any additional information without success to date. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Invasive procedures do involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Enterococcus faecium was found in the venous line cultures and arterial line cultures. The central line culture was negative these pathogens are commonly found in fecal matter and on the skin and can be transmitted by poor hygiene. Upon investigation at the facility, it was discovered that the clinicians were cleaning the z-sites for approximately 6 seconds, or just a swipe with the alcohol swab, versus the hospital policy recommendation of 30 seconds. It is noted in the IFU to: swab the vamp needleless sampling site with disinfectant such as alcohol or betadine, depending on hospital policy. In addition, the IFU states: positive cultures can result from contamination of the pressure setup. Increased risks of septicemia and bacteremia have been associated with blood sampling, infusing fluids, and catheter related thrombosis. There is a potential that user factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this vamp system in an arterial line, an infection of enterococcus faecium was noted in the venous and arterial line. The central line culture was negative. The doctor cultured the arterial lines to confirm that the blood cultures and arterial lines matched. The customer¿s opinion is that the infection is happening through the z-site, where blood is drawn from the arterial line. Per a hospital investigation, the clinicians were not swabbing the z-site for the appropriate amount of time before drawing the blood from the sample site. The device was discarded at the hospital. Follow up attempts were made for information on patient demographics and any additional information without success to date.